Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the cfg to resolve the issue. System was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted thoracic surgical procedure, a nurse called into the intuitive technical support line to report that the system was in a non-recoverable fault state and was displaying error code 319. The site had already performed a hard power cycle/epo on the system but fault persisted. Tse checked live logs and found nodes 200-203 not present. Logs also indicated an update was started yesterday. Tse asked if they had any issue yesterday, site said they did but the issue was not reported to intuitive surgical tech support. The system was not usable in current state. The procedure was aborted with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) was returned for failure analysis and error 319 was triggered at startup on the test system. A node configured to be present did not respond during system starting up. The complaint was confirmed based on failure analysis.